Manufacturer narrative:
Results: pump max fuse box was removed and a blown fuse was found. Conclusions: evaluation of the returned pump max revealed a blown fuse. After replacing the blown fuse with a new fuse, the pump max was able to power on and produced a vacuum pressure within specification. The root cause of the blown fuse could not be determined. Penumbra pumps are visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 110 (pump max). During the procedure, the physician tried to use multiple power cords and different power outlets; however, the pump max would not turn on. Therefore, the pump max was removed. The procedure was completed using a new pump max. There was no report of an adverse effect to the patient.